Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous right femoral artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres for 2 seconds, the balloon ruptured. Leakage of contrast agent was then found under fluoroscopy. The device was completely removed from the patient's body. The procedure was completed with a coyote fc balloon catheter. No patient complications were reported and the patient's status was stable.